Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted. Photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.